Manufacturer narrative:
(B)(4) the dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm on (B)(6) 2016. Reaction was described as red, blotchy, and small hive/pimple-looking. Reaction was located on the arm under the sensor pod. Patient had been experiencing the reaction since they began use of the continuous glucose monitor (cgm). Additional dates of skin reaction were not provided. Patient's mother stated that the affected area was treated with a prescribed, medicated lotion but did not recall date of prescription. No additional event or patient information was provided. The sensor was inserted into the arm. The dexcom g5 mobile continuous glucose monitoring system user's guide states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.